Event description:
It was reported that the insulin pump was returned as a precaution after the customer received the voluntary recall notice, indicating that the insulin pump may over-bolus if it had the scroll wrap feature. The customer requested its replacement and requested a replacement insulin pump which did not have this feature. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a bleeding liquid crystal display glass. The unit was received with a cracked case at display window corners and battery tube threads. The unit was also received with a minor scratched display window.